Manufacturer narrative:
Product analysis: analysis was unable to confirm the customers comment regarding the atrial output connector not working. It was noted that the output connector assembly was broken. Hanger assembly was broken. Keypad was scratched. Main seal was pinched. Display wire was pinched, wire insulation was exposed. Four case screws were contaminated. All found defective parts were replaced and all other identified issues were resolved. Passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the atrial output connector on an external pulse generator was not working. The device was returned for service. There was no patient involvement.